Manufacturer narrative:
One used device was received and evaluated. Testing found that the option-lok and spin collar were missing. The device was examined under ultra violet light and a lack of solvent sealer on the distal end of the tubing was noted. Based on the results of the investigation, the probable cause is due to personnel not following the correct solvent application procedure during the assembly process. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the hubs were breaking on the tubing sets. This is not a reportable malfunction. However, during verification testing at the service center, a separation (missing component) of the male adapter from the tubing was found.